Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2008 (B)(6), product type catheter, (B)(4).

Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. It was confirmed in the event logs the pump stalled (B)(6) 2012 at 0546 with a recovery (B)(6) 2012 at 1035. Another stall occurred on (B)(6) 2012 with a tube set (B)(6) 2012; stalled for 15 hours, then indefinitely. Since (B)(6) 2012, the patient had experienced increased spasticity, tone, agitation and had not been able to sleep. The patient was stable. The pump was replaced. The patient was hospitalized. Patient outcome was noted as serious injury/illness-recovered without sequelae. The pump was delivering lioresal.